Event description:
Information was later received that this lead was extracted due to a fracture. No adverse patient effects were reported as a result of the procedure.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements. A field representative indicated that the impedance measurements had consistently been between 200-300ohms. Noise was noted on the presenting electrogram. A revision proceudre was scheduled. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product evaluation was performed. Insulation damage was noted along with webbing damage in the area between 325-245mm from the terminal pin. Due to the location and type of damage, it was concluded this damage was likely caused by entrapment in the clavicle/first-rib region.